Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle in the cartridge, insulin could not be injected as the needle was blocked. Customer changed the needle and the cartridge was successfully filled. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.